Event description:
It was reported that the patient presented for follow-up. Intermittent capture and high impedance were noted. Externalized conductors were noted via x-ray. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and medwatch form (B)(4) were received.